Event description:
(B) (4). It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure that the patient presented with unstable angina. The index procedure treated the 90% stenosed 2.75x20mm target lesion located in the ramus artery. Treatment consisted of pre-dilation and the placement of a 2.75x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. At 1525 days following the index procedure, the patient was admitted to the hospital with unstable angina and was treated with medication. The next day, the patient underwent an angiogram without revascularization. On day 1530, the event was resolved with residual effects and the patient was discharged. It was further reported that the patient indicated continuous asa use only, at the four year follow up visit. Concerning the angina in (B) (6) 2009, the patient had chest pain and shortness of breath. Pain was described as very sharp and nothing she ever felt before. Pain was worse when she would push on her chest. She also had nausea associated with some jaw pain. She took multiple nitroglycerins (3 total) with no relief. She went to a local hospital emergency room where she was diagnosed with a st segment elevation mi based on "minimal" troponin leak (levels 0.24, 0.4 and 0.37). The patient was transferred to the study site for cardiac catheterization and evaluation. (Note: per the crf, it notes the hospitalization date was (B) (6) 2009 but source documents note hospitalization as (B) (6) 2009). Ck and mb levels were normal. There was no EKG received from the local hospital. A ventilation perfusion scan showed a low probability for pulmonary embolism. A chest x-ray was negative. Source documents note that the patient had a non-st elevation mi. It was further reported that the date of hospitalization for the event and subsequent angiogram was (B) (6) 2009, not (B) (6) 2009 as originally reported.

Event description:
Clinical study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure that the patient presented with unstable angina. The index procedure treated the 90% stenosed 2.75x20mm target lesion located in the ramus artery. Treatment consisted of pre-dilation and the placement of a 2.75x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. At 1525 days following, the index procedure, the patient was admitted to the hospital with unstable angina and was treated with medication. The next day, the patient underwent an angiogram without revascularization. On day 1530, the event was resolved with residual effects and the patient was discharged.

Event description:
(B)(4) clinical studyit was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure that the patient presented with unstable angina.the index procedure treated the 90% stenosed 2.75x20mm target lesion located in the ramus artery. Treatment consisted of pre-dilation and the placement of a 2.75x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel.1525 days following the index procedure the patient was admitted to the hospital with unstable angina and was treated with medication. The next day the patient underwent an angiogram without revascularization. On day 1530 the event was resolved with residual effects and the patient was discharged.it was further reported that the patient indicated continuous asa use only, at the four year follow up visit. Concerning the angina in (B)(6) 2009, the patient had chest pain and shortness of breath. Pain was described as very sharp and nothing she ever felt before. Pain was worse when she would push on her chest. She also had nausea associated with some jaw pain. She took multiple nitroglycerins (3 total) with no relief. She went to a local hospital emergency room where she was diagnosed with a st segment elevation mi based on "minimal" troponin leak (levels 0.24, 0.4 and 0.37). The patient was transferred to the study site for cardiac catheterization and evaluation. (B)(6) notes the hospitalization date was (B)(6) 2009 but source documents note hospitalization as (B)(6) 2009). Ck and mb levels were normal. There was no EKG received from the local hospital. A ventilation perfusion scan showed a low probability for pulmonary embolism. A chest x-ray was negative. Source documents note that the patient had a non-st elevation mi. It was further reported that the date of hospitalization for the event and subsequent angiogram was (B)(6) 2009, not (B)(6) 2009 as originally reported.

Manufacturer narrative:
Event date: (B) (6) 2009. Describe event or problem: event hospitalization date and angiogram date (B) (6) 2009. Relevant tests/lab data: angiogram date (B) (6) 2009. Implant date: (B) (6) 2004. (B) (4)

Manufacturer narrative:
Relevant tests/lab data: additional information(B)(4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications at this event is a known physiological effect of the procedure and is noted with the dfu.